Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 with blood glucose of 61 mg/dl at the time of the incident. The customer experienced low blood glucose levels ranging from 108 to 128 mg/dl after being treated for the low. The customer was treated with juice and was given glucose gel, food and intravenous fluids to treat. The customer experienced symptoms such as vomiting and loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.